Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said she never learned very well how to turn the stim on and off. Patient said all of a sudden it stopped and it was not working. Caller said that for four weeks she has had the urge to go and was talking detrol pill and it helped a little. Caller said she had very basic holes above her butt from the implant. There was red marks. Then patient said her incision where the ins was became painful. It was very hard to sleep on that side. The first red mark on the basic holes she went back to their doctor and he gave her antibiotic and then it was ok. Then the ins incision she went to urgent care and they gave her two weeks of antibiotics. The issues were resolved by taking antibiotics. No further complications were reported/anticipated.